Manufacturer narrative:
(B)(4).

Event description:
It was reported "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device". No patient injury or consequence reported.

Manufacturer narrative:
(B)(4). A visual inspection of the returned device was conducted, and the following observations were made : received in tray, pusher not de ployed, cutter not deployed, needle trigger retracted, retract lever fully retracted, lever lock and tape disengaged, urethral endpiece (ue) ready to deploy, distal tip undamaged, unsheathing pawl not engaged with suture spool, suture unbuckled, shuttle not engaged with needle spool, suture ferrule in place, needle tip undamaged, case right undamaged the items listed above are indicators of device status and are as expected for a device that functioned as designed. The following discrepancy were observed: capsular tab (CT) did not unsheathe, needle damaged: the needle is broken near the needle spool. The needle was found to be broken approximately 16.42 mm from the needle spool. The break interface of the broken needle is regular, and the interface matches. Functional inspection was not performed because bone strike is a documented known possible outcome of the urolift procedure which is typically the result of device positioning or excessive movement of the device or patient anatomy. The device history record for lot number was reviewed. This review did not identify any findings relevant to the failure mode identified for the returned device. The customer report of: " the suture was not visible " was confirmed. Confirmation is based on the investigation results showing that the capsular tab (CT) did not unsheathe. This is a known possible outcome of the procedure and is not indicative of a device malfunction. This investigation has determined that the device encountered the following failure mode: ul - needle damaged: needle damage occurs when the needle strikes bone. The probable root cause of this failure mode is use error - unintentional - cannot determine. Ul - CT did not unsheathe: the CT was unable to deploy due to the damaged needle interfering with CT deployment. The probable root cause of this failure mode is use error - unintentional - cannot determine. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported "during procedure, an issue occurred where the suture was not visible, and the needle retracted back into the device. The device was removed, and the procedure was completed using a new device". No patient injury or consequence reported.